Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a crack was found at the tip of the monopolar curved scissors (mcs) tip cover accessory. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the damage was on the clear silicone part. The tip cover was never inside the patient. The monopolar curved scissors (mcs) tip cover accessory has been evaluated by the failure analysis (fa) team. The tip cover was found to have tearing in the transparent part at the mouth where the scissor tips exit - the grey part does not show damage. There are no signs of thermal damage present at the end of any tears.

Event description:
Refer to h11 for follow-up information.